Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2022 and mesh was used. Difficulty was experienced while removing the plastic sheath from the prosthesis at the end of the operation. This resulted in longer operative time to build up the plastic, and make sure there was no leftover or missing debris in the patient. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was any damage of the clear plastic sheath noted (splits/cracks/breaks)? Was the clear plastic sheath successfully removed? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. What is the most current patient status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 09/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent to FDA: 10/04/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 h3 analysis summary: neuchâtel team received for evaluation a tvto device (product code 810081l), batch number 3941400. The product was decontaminated and well packaged. The received device was manipulated as original packaging is missing. It was returned, 2 parts of mesh, needles, helical passers (guides), part of plastic sheath and winged guide. It can be observed a lot of organic matter in all returned parts. The remaining blue mesh was cut and separated from needles. No damages were observed in needles, helical passers (guides) and winged guide. In the remaining plastic sheath, no damages were detected and it can be observed a kind of thread with a knot (most likely suture thread), which is not part of neuchatel manufacturing process. The reported event cannot be confirmed with the returned sample. Additional information was requested and the following was obtained: was any damage of the clear plastic sheath noted (splits/cracks/breaks)? - the plastic sheath was cracked in half, with one piece hanging off. Was the clear plastic sheath successfully removed? - it has been removed but with great difficulty. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. - product removed what is the most current patient status? - the patient is doing well, the surgical team tried to make sure that there was no plastic left in the paravaginal area, where the loop of the device passes